Manufacturer narrative:
Per tandem user guide, "avoid exposure of your system to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump was exposed to extreme temperature. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 155 mg/dl.